Event description:
It was reported the patient's lead had migrated due to a car accident. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.